Event description:
It was reported that prior to use it was discovered that the catheter was damaged with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: units of insyte were damaged.

Manufacturer narrative:
H.6. Investigation summary: a sample was not provided for investigation, but a photo was received. Visual analysis of the photo received from the client confirmed that the needle bent. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. Based on the results of the investigation, a root cause has not been determined for this complaint. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the catheter was damaged with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: units of insyte were damaged.